Event description:
There was a spontaneous system error while trying to set up pump for use. The error occurred while in use. Event log could not be provided for pharmacy investigation as biomed never received pump brain. Biomed replaced membrane, and was unable to duplicate the error. Biomed performed calibration and pm and all tests were passed with no errors. The device was returned to service.